Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer tested on his aviva combo and received a reading of 319 mg/dl. Customer tested on his aviva ii meter and received a reading of 141 mg/dl. Results were received within ten minutes of each other and the customer was using the same test strip vial. No adverse event. Meters and test strips are being returned and replaced.